Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and reported that the alert had not reoccurred after charging the pump. Additionally, the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose ranged between 120-140(mg/dl).